Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving dilaudid at 17 mg/day via an implanted pump. The patient¿s medical history included htn (hypertension) and chronic pain. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. When the reporter walked into the room to see the patient, the patient stated that the pump just alarmed and then stated that she was ¿vomiting and felt like crap a week or so ago¿. The pump logs showed motor stall occurred on (B)(6) 2022 at 16:13 and stopped pump period may exceed tube set on (B)(6) 2022 at 16:13. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿pump cranking high dose¿. The pump was replaced. The catheter aspirated with ease. Following the replacement, the pump dose was reduced to 4.996 mg/day, and the patient was admitted to watch her.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.